Event description:
During the initiation of bypass, it was noticed that there was air in the cardiopulmonary circuit which was found to be related to a leak at the red side arm of cp2 cardioplegia system. Defective piece removed and not used for case.